Event description:
A customer contacted beckman coulter inc. (Bci) in regards to erroneously high glucose (glucm) results generated by unicel dxc 800 synchron clinical system. The erroneous results were not reported out of the laboratory. The repeat tests were performed on the instrument prior to reporting the results. There was no effect to patients or user.

Manufacturer narrative:
The hospital biomed engineer replaced the glucose stirrer motor. The root cause appears to be the glucose stirrer motor.